Manufacturer narrative:
The gehc service representative replaced the drain plug, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The gehc service representative discovered a large leak during service of the unit. The drain plug was found to be broken. There was no report of patient involvement.